Event description:
Product was returned as implant failure at 12 months. Based on the report, pt had no medical history, oral hygiene was described as moderate, and bone condition was described as poor. Surgery was traditional 2 stage on tooth location #7. Doctor indicated that the implant was removed, because of poor bone condition and oral hygiene.